Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set; no alarms occurred, and the user reported no leaks or delivery stoppage, with self-injection planned and guidance provided to disconnect from the system for two hours. Symptoms included elevated blood glucose with a reported peak of 318 mg/dl and approximately two hours above target. Outcomes included no ketone testing, no medical intervention, and no immediate health effects. Investigation included troubleshooting and education with the user and caregiver, and review of device performance as reported by the user, with no alerts or mechanical anomalies described. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.